Event description:
Healthcare professional reported 6 days after injection to the cheekbones with juvederm voluma with lidocaine patient developed swelling on "one side". Patient was treated with penicillin v and cortisone. Symptoms are ongoing.

Manufacturer narrative:
UDI#: na. Further info from the report regarding event, product, or patient details has been requested. No additional info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.